Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital . The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the minicap transfer set was scratched. This was identified during use of the device for peritoneal dialysis therapy. The transfer set had been in use for two weeks. There was no report of patient injury or medical intervention associated with this event. No further information available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and a cut in the silicone tubing was observed. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.